Event description:
Threaded drill guide stripe is purple instead of orange.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Incorrect color coding was discovered during inventory stocking and was never used in surgery. Review of device history records shows that the part was MFR according to an incorrect design index. Investigations have shown that the complained threaded drill guides are marked purple instead of orange.